Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release was found to have met all acceptance criteria. We are unable to confirm or determine the root cause of the blocked cannula.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 36 and 48 hours. When removed from the arm, the patient reported bleeding from the infusion site, and the cannula was found blocked.

Manufacturer narrative:
The device was received and evaluated. The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Inspection of the fluid path found no damages, tears, occlusion or leaks. The download data from the pod contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged or occluded cannula. The pod was received with evidence of blood on the adhesive pad and exposed soft cannula. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined.